Event description:
It was reported that the patient presented for device upgrade. During induction testing, the device exhibited oversensing during hv charging. The physician elected to take no action and the device remains implanted. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.